Manufacturer narrative:
The mentor product analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation procedure with a mentor smooth round moderate profile 300cc saline breast prosthesis that deflated after implantation. The patient visibly noticed that the right breast prosthesis had deflated. In addition, the patient developed capsular contracture (baker grade unknown) in her right breast. As a result, the patient underwent explantation and replacement with unspecified mentor breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately less than 0.1 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/27/2018, mentor received additional information about the event. The capsular contracture in the patient¿s right breast is baker grade I. In addition, the patient developed capsular contracture (baker grade I) in her left breast. The left breast capsular contracture will be reported to the FDA in a separate medwatch report. On 12/05/2018, mentor received additional information about the event. The patient had both breast prostheses removed and they were replaced with mentor memorygel breast implant 350cc gel breast prostheses. (B)(4).